Event description:
Event description cpi received information that during a routine replacement of an implantable cardioverter defibrillator (ICD) this endocardial lead was removed from service. The physician elected to cap the lead due to 'lead failure' and replace the entire lead system at this time.